Manufacturer narrative:
The subject device has not yet been received for evaluations. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, "device was opened and introduced to the patient via the 5mm trocar. The surgeon completed approximately 20-30 activations of the device clearing adhesions with fat deposits from the abdominal wall. Then the device stopped sealing, several regrasps and reactivations attempted and the device would not seal. The device was removed and the jaw cleaned and reintroduced and the device still would not seal. Only the incomplete seal tone would sound with any activation of the seal button". The issue occurred during a therapeutic total laparoscopic hysterectomy (tlh) procedure and was completed using the same device. There was no patient harm, no adverse event reported due to the event. No user injury reported.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6, h10. Corrected fields. D4: corrected (B)(6). E2: corrected blank to yes. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the sealing failure was likely caused by a bad crimp. However, the definitive root cause of the sealing issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "the generator display should state powerseal. If the display does not match, contact olympus technical services at +1 888 524 7266 or +1 763 416 3000." (Page 4). In addition, page 7 of the IFU addresses this: "a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified." Olympus will continue to monitor field performance for this device.